Manufacturer narrative:
The device was not returned to olympus for evaluation.  Device history record (DHR) could not be confirmed due to the lot is unknown. The packaging and the cap itself were already discarded.  The manufacture date cannot be identified at this time since the serial/lot was not provided. Based on the results of the investigation, the following obtained: the distal cover that fell off has been retrieved, and no health hazards have been reported to the patient. It was not possible to clearly identify the cause of the falling off of the distal cover that occurred in the facility, device was not returned. Since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. This issue is addressed in the instructions for use (IFU): "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover." "Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, "detach the distal cover" for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor the field performance of this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
The customer reported to olympus that the maj-2315 single use distal cover fell off the tjf-q190v scope during an unspecified procedure and was found inside the patient's mouth. There was no patient harm or injury reported due to the event. Per the report, the scope did not appear to have any signs of damage. The customer does not have the lot number for the cap that was used. The packaging and the cap itself were already discarded. Related patient identifier:(B)(6).